Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a button error and blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that over the weekend the pump stopped working. The customer did not have new batteries to test with the pump. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer stated that the battery compartment is neither damaged nor corroded. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump had no unexpected blank display anomalies noted during testing. The insulin pump passed self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. All buttons functioned properly, however connector on lcd board was fully unlocked during visual inspection. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip and scratches on reservoir tube window.